Event description:
It was reported to philips that the device did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found software problem with the suite pc. To resolve the problem, fse install the software, restore client settings, fco rsn and epx applied. After reinstalling suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.